Manufacturer narrative:
The associated device was not returned for evaluation. A review of complaint history revealed no previous complaints for this batch/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when inserting the 2.7mm proximal section of the pip implant, the driver began rotating without the implant advancing. Upon backing out the driver it was discovered that the implant had snapped in half inside the canal. The canal was re-drilled and a 3.2mm proximal implant was used. There was no patient impact associated with the event. There was a reported 10 minute delay.